Event description:
It was reported that the system was explanted due to infection. The patient complained of pain and swelling at the incision site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.